Event description:
The rptr stated a bausch & lomb lens did not exit the inserter properly, there was an inserter problem. There was no pt contact or injury. The reporter indicated that the cause of the event was due to the inserter.

Manufacturer narrative:
(Inserter problem).